Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had receive keypad anomaly. Customer reported act button was not responding. Customer was changed battery had receive insulin pump alarm. Customer is not able to clear the alarm, issue was not resolved. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.